Manufacturer narrative:
The investigation included a review of the qc data and alarm trace: the qc results were within the specified ranges. The alarm trace did not indicate any issues. The first repeat result with the patient sample in a 10-fold dilution was 24.76 u/ml. The investigation determined this result invalid. Product labeling states, "dilution samples with ca 19-9 concentrations above the measuring range can be diluted with diluent universal. The recommended dilution is 1:10 (either automatically by the analyzers or manually). The concentration of the diluted sample must be >50 u/ml." A general reagent or analyzer problem was not detected because the qcs before the event were within the specified ranges, and isolated non-reproducible results do not represent a general malfunction of the assay. The investigation did not identify a product problem based on the information provided. The cause of the event could not be determined.

Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable result from patient sample tested on the cobas 6000 e601 module. On (B)(6) 2025: the initial result of the undiluted patient sample was 1000 u/ml with a data flag. The first repeat result with the patient sample in a 10-fold dilution was 24.76 u/ml. The second repeat result of the undiluted patient sample was 2.42 u/ml. On (B)(6) 2025: the third repeat result was 2.06 u/ml. The fourth repeat result was 2.12 u/ml. The fifth repeat result was 2.17 u/ml. The initial result was not reported outside of the laboratory, as the results did not match the historical record.